Event description:
Healthcare professional reported left side "deflation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: creases/folding of implant: is observed, in the device. Deflation: observed, one opening in posterior side assessed, as fold flaw opening. Additional observations: white particles calcification, like in device outer surface. Wear abrasion is observed. Crease is observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side "deflation". Device has been explanted.